Event description:
Gambro received limited clinical information related to this event that occurred in the (B)(6). The hospital has declined to provide further information related to this event. It was reported that a patient in the ICU had a gam cath gdhk 1315 inserted. Placement of the catheter was confirmed via x-ray and continuous veno-venous hemofiltration (cvvh) was initiated. Approximately an hour later, the patient had a transient ischemia attack which resolved sometime later. Three days after , the patient suffered a right anterior cerebral artery territory infarct. Following this event, it was determined the catheter was in an artery and the catheter was removed. The patient was transported to another hospital and later expired.

Manufacturer narrative:
Based on limited information and the fact that the sample was not available a technical investigation could not be performed. The lot number of involved catheter gamcath gdhk-1315 is unknown therefore, a check of the device history record was not possible. Within the complaint history check for the product group gamcath gdhk-13 french size, no similar complaint is known.